Manufacturer narrative:
Insulin pump received with intermittent button response noted due to corroded keypad traces. No button error alarm noted. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Event description:
Customer reported via phone call to have received a button error alarm. Button error did occur right after moisture exposure. It was reported that insulin pump was exposed to moisture during fishing. Customer's blood glucose was 169 mg/dl. Customer was advised that insulin pump would need to be replaced.